Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via sems-06652477 that an ar-8973-14 insertion guide assembly broke. This occurred during an ankle fx - fibulock procedure on (B)(6) 2024 when the fibulock implant insertion guide broke randomly in the middle of with no surgeon error. They were still able to continue the case with no issues and no patient was affected.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.